Event description:
It was reported that cgm app and os incompatible due to unsupported os on smart device occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).